Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spin al pain via a manufacturer representative. It was reported that the patient thought the leads were no longer working. It was noted that the patient was able to charge the ins and use the device as usual. The patient had an appointment scheduled for (B)(6) 2017. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the rep was meeting at the implanting physician's office to interrogate the battery and leads. No falls or trauma reported and the issue occurred during normal use. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708120 (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2017 product type extension product ID 3708120 (B)(4)implanted: (B)(6)2013explanted: (B)(6)2017 product type extension product ID 977a260 (B)(4). Product type lead product ID 3777-45 (B)(4) implanted: (B)(6) 2013 product type lead product ID 3777-45 (B)(4) implanted: (b)(602013. Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The serial number for the lead that was unable to be implanted was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from via a manufacturer representative from a consumer regarding the patient. It was reported th at the patient was not able to get coverage in the right leg and hip. There were no external factors that may have led or contributed to the issue, and the patient denies trauma or injury. He states that he just noticed a few years ago that his therapy was declini ng. They tried to reprogram and performed an impedance check which found that impedances were above normal range on the right lead (greater than 10,000 ohms on electrodes 12, 13, and 15). The issue was not resolved at the time of the report. There was no surgical intervention performed at the time of the report, and it was unknown if a surgical intervention would be planned. The patient was being scheduled by his health care provider for a consultation, and the health care provider does not currently have a plan. There were no further complications reported.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 3708120 lot# serial# (B)(4) implanted: 2013 (B)(6) explanted: 2017 (B)(6) product type extension product ID 3708120 lot# serial# (B)(4) implanted: 2013 (B)(6) explanted: 2017 (B)(6) product type extension product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID 3777-45 lot# serial# (B)(4) implanted: 2013 (B)(6) explanted: product type lead product ID 3777-45 lot# serial# (B)(4) implanted: 2013 (B)(6) explanted: product type lead: event is now reportable for serious injury. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). It was reported the patient went into the operating room and underwent lead revision and battery replacement. The rep attempted communication with the ins, but the device was discharged. The patient did not bring their recharger system to attempt a physician mode recharge (pmr). The healthcare provider suggested moving the patient¿s pocket up to improve their recharging and comfort while in a chair. Intraoperatively, the leads and extensions were tested which revealed both had multiple electrodes out of range at ascending voltages. The hcp disconnected the extensions and the leads were tested which revealed a continued out of range impedance for electrodes 12, 13, and 15; 0-7 were all within normal limits. However, the rep could not rule out the ins being at fault due to the device being discharged and there was no ability to perform a pmr. The hcp elected to replace the ins. After attempting to implant a new lead in the existing position of the 8-15 lead, the hcp was unable to navigate a new lead into an effective spot and did not wish to advance the lead further. The hcp was able to revise the existing lead positions and recruit much better coverage. Post-operatively, the patient still had electrodes 12, 13, and 15 out of range. However, the rep was able to program around these electrodes and provide the patient with much better coverage than they had before. The patient was able scheduled for a follow up appointment within two weeks. The explanted extensions and ins were returned for analysis and received on 2017-dec-14. No further complications were reported.

Manufacturer narrative:
Analysis of the ins ((B)(6)) found the ins was functionally okay with insignificant anomalies. Analysis of the two extensions ((B)(4) found that the distal ends/molded rubber were cut. The ins passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {referenced to electrode #0.} electrode. After {1} physican mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {1} overdischarge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. If information is provided in the future, a supplemental report will be issued.